Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all orders are not crossing over. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported due to this event.

Event description:
It was reported that when using the bd pyxis¿ es server, all orders were not crossing over. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: upon investigation of the device involved in the incident, it was determined that all orders were not crossing over due to a site-wide system outage. A technical support specialist (tss) found that messages were not processing. Tss restarted the transmission control protocol (tcp) port sharing and messages began to flow and continued until all were drained and issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device